Manufacturer narrative:
Concomitant medical products: 4503m53 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Upon device interrogation it was noted that one of the leads was oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional concomitant medical products: addr01 ipg. Implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing as noted on a remote transmission. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.